Manufacturer narrative:
Retainer ring = black. Customer complained about the unit having cracked battery area. Unit passed displacement test. Tested with a test p-cap and the test p-cap locked in place properly. Unit received with cracked select button on keypad overlay, pillowing keypad overlay, scratched/peeling keypad overlay texture, missing display window cover, peeling/fading end cap address label, cracked battery tube area, partially broken off belt clip rail, cracked reservoir tube lip, partially broken off battery tube threads and scratched case. Unit was confirmed for cracked battery tube area. Unit passed required testing. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked at battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.